Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that one of the infusion set's tubing was cut off from the site side of the set. Upon investigation, it was found that glue was missing in the tubing connector (glue was misplaced on the tubing connector). No further information available.